Event description:
The customer reported a communication error between the linac and mosaiq.

Manufacturer narrative:
Please note that an initial report for this incident was originally submitted on 14 may 2026 using an MDR number that was already in use (3015232217-2026-0014), however due to an administrative error the failure notification was missed. A follow up report was then submitted on 24 june 2026 again using MDR reference 3015232217-2026-0014 which succeeded because the number had already been used for a separate incident that was at initial report stage. Therefore, this incident is being submitted now as a combined initial and follow up, and the other incident has had another follow up report submitted with the correct conclusion for that separate incident. The customer reported a communication error between the linac and mosaiq. The investigation was completed by conducting a thorough evaluation of the products and the reported information. During comprehensive motion management (cmm) treatment, the anatomic position monitoring (apm) image display became heavily saturated, displaying in a "washed out" state. The anatomical tracking was continued correctly by the system. The patient treatment was stopped and then re-started. The root cause of this image display issue is a defect in mosaiq, where the default window width/window level values used to display the apm images are not correct for certain acquisition types. Users are able to terminate treatment when this display issue occurs. No patient injury was reported. The defect is a recording issue and was assessed as unlikely to cause death/serious injury. The defect will be fixed in a future release.